Manufacturer narrative:
The customer reported leak from pump, and returned a photo of material 10015861a, lot 24045378. The physical sample was discarded due to having chemo infused and is unavailable for investigation. The photo provided was examined, and the complaint of leakage from pump segment silicon tubing (upper fitment) was verified. The root cause for the issue cannot be fully guaranteed without the physical sample investigation. However, a potential root cause is clinical practice, and a member of out clinical team was notified about this complaint. Device history record review for model 10015861a lot number 24045378 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged the following information was received by the initial reporter with the following verbatim: ¿after hanging my docetaxel in the patient's room, the patient noticed that the chemo was leaking from the machine. I took the tubing back to the med room, examined the tubing and saw that the leak was coming from the hole in the picture attached below. This was also a low sorb tubing.¿